Event description:
Event description guidant received information that this pacemaker was removed due to being near elective replacement time and being included in the second population of the hermetic seal advisory. During the explant procedure the header of the device seperated from the can. Each piece was removed from the patient seperately. The patient is pacemaker dependent and it was reported that there were no adverse effects.